Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after implanting the lead in the pain patient¿s spinal epidural that when the surgeon went to release and pull out the guide wire that the silicone layer or isolation broke off at the first contact. It was further reported that the lead ¿isolation was separated in the distal end.¿ the lead was replaced through surgical intervention and the issue was resolved. The patient was alive with no injury at the time of report; no further complications were reported or anticipated.

Manufacturer narrative:
Analysis found the insulation was torn under the connector at the proximal end of the lead. The stylet handle was also broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.